Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the physician attempted to engage the setscrew on the implantable cardioverter defibrillator (ICD), but was unable to insert the wrench into the setscrew. The physician had to pull the lead out of the header without removing the setscrew. A new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.